Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. The following day the "patient went to the emergency room with a temperature of 105 degree fahrenheit". During the exam, the patient did not exhibit any signs of "abdominal pain or tenderness". A blood culture was performed and revealed the patient "had a blood infection, not sepsis". The physician administered antibiotics and the patient was discharged home. The physician followed up with the patient on (B)(6) 2015 and reported the "patient is doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).